Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 7.7 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 4.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.